Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bisecting tip came apart. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. The heater wire on the hot jaw was flexed away from the jaw but remained attached at the base and the tip of the jaw. The silicone insulation at the tip of the hot jaw was peeled. There were no signs of detachment of the insulation from the jaw. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "peeled jaw" and the analyzed failure mode "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bisecting tip came apart. The hospital did not report any patient effects.